Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. Evaluation is not yet complete. When evaluation is completed a follow up report will be submitted with evaluation findings.

Event description:
It was reported that the device experienced a system fault during testing. There was no patient involvement reported.

Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed intact housing. Upon inspection, the reported problem, system fault ec112, was verified. Pwa board was found to be faulty replaced pwa board and recalibrated the device.